Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the second firing during a laparoscopic gastroplasty, the stapler was able to fire but the clamps did not fully embrace the tissue. It was also stated that the staple line was incomplete distally and some staples did not completely shut down. A suture reinforcement over staple line was done to complete the case.